Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was found breached. It was observed that blood was on the proximal conductor and in/on the helix mechanism.

Event description:
It was reported that the lead was removed to upgrade the patient from a pacing system to a bi-ventricular implantable cardio defibrillator (ICD). The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the outer insulation of the lead developed a breach due to a depression while in vivo. The distal lv (low voltage) electrode of the lead was covered in blood. The outer insulation of the lead developed a cosmetic depression while in vivo.